Manufacturer narrative:
Prior to full commercialization, a limited clinical evaluation of the sympro elite snare was initiated on (B)(6) 2011 at a small number of clinical sites; a total of four snares were distributed. Upon receipt of the reported product event, the clinical evaluation was withdrawn and disposition of the remaining three snares in the field were identified as: one successfully used in a patient procedure, and two unused. The two unused snares were returned to the manufacturer and no units remain in the field.

Event description:
The sympro elite snare loop detached from the moveable central core during repositioning of a venous catheter. An expro elite snare was used to successfully retrieve the detached sympro snare loop, and there was no patient impact was reported.